Event description:
Upon starting the dialysis one found out that the catheter had been loose, it was fixated. After the dialysis the catheter came out 15cm, but the cuff had ingrown. Catheter and cuff were no longer connected to each other. Consequently, the cuff was removed.

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device was discarded after the event occurred. A lot history review (lhr) of revk0189 showed no other similar product complaint(s) from this lot number.